Event description:
Per (B)(6), rncc (registered nurse care coordinator) at medical doctor office: patient reported her daily pump alarms intermittently throughout the day for the past week. Patient is hesitant to come into the emergency department because it usually doesn't alarm for very long but usually long enough to raise a valid concern, nurse verbalized concern of alarm fatigue and not knowing when it's actually not working. Patient reports having 2 sets of pumps and has been rotating when she changes her reservoir of veletri to see if there is one that will infuse without the alarming. No additional info, details, or dates available. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. Pump return tracking information is not available. Photographs were not provided. Unknown serial number, product lot number or expiration date.